Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding in the middle of the case also the screen showed "fatal error" on a white screen with black background. The technical support specialist applied the knowledge article (B)(4) and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station screen showed "fatal error" on a white screen with black background which caused the case to be delayed. The customer also stated multiple issues around a couple of devices. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon further review this case is not a reportable event. Based on case description, the reportable events are related to pas anes3 (sn (B)(6)) & anes6 (sn (B)(6)), endoanes3 (sn (B)(6)). These devices are being reported to the FDA under their respective cases/mdrs.

Event description:
It was reported when using the bd pyxis¿ anesthesia station screen showed "fatal error" on a white screen with black background which caused the case to be delayed. The customer also stated multiple issues around a couple of devices. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.